Event description:
Provider alleges, the customer called alleging his scooter was on a deck under an awning when it burst into flames. The unit was not plugged in at the time.

Manufacturer narrative:
This device was the subject of a recall. Although the provider was contacted on several different occasions, the examination of the harness shows that the subject device was not corrected via the recall.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device become available.

Event description:
Provider alleges the customer called alleging his scooter was on a deck under an awning when it burst into flames. The unit was not plugged in at the time.